Manufacturer narrative:
Device evaluation completed on may 27, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 275cc returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet the american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 3, 2025, mentor identified a significant discrepancy concerning the replacement devices noted in (B)(4), which were manufactured in 2024, while the initial implantation occurred in 2012. This indicates that the replacement devices could not have been used in earlier procedures. Additionally, the designation of "user error" as a cause for the patient's issues has been ruled out, suggesting that the symptoms may stem from factors unrelated to the patient's handling of the devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The received suspect devices identities revealed as lot:6456249, since the sides are not reported, this side called side a. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
The case involves a female patient who underwent breast augmentation with mentor memorygel 375cc silicone prostheses and subsequently developed bilateral capsular contractures classified as grade iii following the procedure. This complication was identified through a physical examination. To address the issue, the patient had bilateral implant replacements on (B)(6) 2024, utilizing the same type of implants. For the left side, the specific implant used was catalog number 3503751bc with serial number (B)(6). It is noteworthy that this situation falls under the category of a use error, as the operator chose to use the same type of implants, contrary to established protocols designed to mitigate risks associated with previous complications.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).